Event description:
It was reported that there was a removal of the left distal radius hardware on the volar side. The patient was returned to o.r. On (B)(6) 2013 for revision on one of the screws which was sitting proud and may have been be causing the patient a decreased range of motion in the middle finger. The surgeon decided instead to remove 1 volar plate, 2 column plates and seven screws as the patient was healed. No further information was provided. This is report 2 of 6 for complaint (B)(4).